Event description:
It was reported by a customer complaint that the pt was hospitalized due to a diabetic ketoacidosis. The pt the day prior to the admission tried to give a bolus but the pump 'wouldn't let go and just kept alarming. The device history log was reviewed and it was determined that in 05/05 pt had only had 2 meal boluses all day once at 8:18am and again at 9:21pm. It was also reported that the cannula was slightly bent at the tip of the cannula and that the tubing had a slight kink. The report states further that the pt is having difficulty loading and had treied replacing the battery several times. The device will be returned for evaluation, to ensure that it is functioning correctly and did not contribute to the reported incident, at the time of this report the device has yet to be returned.